Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was suspected on the right ventricular lead, no patient symptoms were reported. It was noted that noise was not observed during an isometric evaluation. It was discussed that the patient would continue to be followed normally. No further information was reported.